Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an error 1870. Pump not responding. No patient injury reported.